Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device user received a dirty needle stick when "recapping the needle." The user received treatment consistent with the user facility's internal procedures for blood born pathogen exposure.